Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals in an atrial tachy response (atr) episode. The noise was not oversensed. Technical services (ts) advised potential resolution. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that it was discovered the lead had an insulation breach during an implant. The lead was repaired with a lead repair kit. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals in an atrial tachy response (atr) episode. The noise was not oversensed. Technical services (ts) advised potential resolution. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that it was discovered the lead had an insulation breach during an implant. The lead was repaired with a lead repair kit. The lead remains in use. No adverse patient effects were reported.